Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# unknown product type accessory product ID 97745bp serial# (B)(6) product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Pt said they got the replacement li battery pack, but when they put the li battery pack in the controller, it said 0%. Pt said they tried the other li battery pack and saw that the other battery pack worked as expected. During the call, pt said the replacement battery pack was actually the one that was working as expected. Pt stated that he received the new li battery and it was working until last night. Pt took the li battery out and verified he is using the original controller - pt verified he is using the most current li battery pack. Pt verified the controller is connected to ac power w/o the li battery inserted and the controller powers up. Pt put the li battery in and verified the green light on the controller is solid. Pt connected to charge the ins - pt verified he is charging the ins with excellent charge quality. The controller is 100% and the ins is in the orange. It was reviewed the equipment is working like it should.

Event description:
It was reported that the patient (pt) mentioned they were charging their implanted neurostimulator yesterday and the implanted neurostimulator charge did not increase from 40% in 3 hours of charging. Patient then disconnected the recharger antenna from the controller and later tried to charge the ins again, but the controller was blank/unresponsive. During the call, the patient reset the controller. Patient saw a green light blinking on the controller when the controller was plugged into the ac power supply and li battery pack was installed. Patient unlocked their controller and saw the batteries screen. Controller charge was 0% and implanted device charge was 40%. Pss suggested the pt charge the controller and then charge the ins. Pt will monitor issue and call back if issue persists. The patient called back and stated that the controller is not charging - pt tried to connect to charge his ins but got a message that the controller needs to be charged. The pt connected the controller to ac power w/o the li battery and verified that the con troller does not power up. There is a green light on the wall plug and the controller does respond to aa batteries. Pss sent request to repair for the ac power cord. Pt called back and mentioned they got the power supply cord, but the cord still did not charge the battery. Pt plugged the cord into the controller, but the controller said 0%. Pt said they had been charging the controller since 6am this morning and the controller was still at 0%. Pt took the li battery pack out of the controller and the controller screen remained on. Pt did not see a green blinking light at all when the controller was plugged into the ac power supply and the li battery pack was installed. Pss understood the li battery pack was not taking a charge. An email was sent to the repair department to replace the li battery pack. Pt called back and was escalated because their package hadn't arrived today and they said they had been in bad pain for 4 days now. Pt mentioned that their package was set to be signed for because they no longer trusted anyone; however, pt thought the delivery person never showed up and just said they had. Pt mentioned they can't walk well, so asked to have package set for signature, so would be brought to their door. Agent reviewed information and redirected pt to contact shipping company, as the delivery was showing to be delayed until possibly monday after was failed to be signed for earlier today around 11:40am. Agent provided pt with shipment tracking information.  Pt called back to report they spoke with the shipping company who told them the address provided was incorrect. Agent re-opened case to send an email to repair to notify of the issue and explained to pt that this may take until monday to be addressed. Pt mentioned feeling suicidal, but then backtracked and said they actually just wanted to punch a hole in a wall. Pt was very escalated and emotional because this means they will now have to be in pain through the weekend until the issue can be resolved, as they can't drop the package off at the alt address, due to signature being required. The repair department did not use the new address provided by previous scs agent in the email. Agent added request to email to repair to have *call* patient if they do not come to the door upon delivery, as pt mentioned they cannot walk very well and will be in pain, so they were worried they wouldn't get to the door in time, or they may require assistance from the apartment manager to complete delivery. Agent made note to self to follow up with repair on monday morning. By the end of call, pt was very kind to agent, but still understandably upset. Agent followed up with repair team to double-check the correct address went through for delivery; repair dept confirmed, and would require signature. Agent was told the shipping company has to wait for the pt to get to the door when signature is requested.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: intellis ac power supply 97745ac. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.